Manufacturer narrative:
Terumo did receive the actual device, and the complaint was confirmed. The root cause of the event was the supplier's workmanship; resulting in tearing at the seal. Terumo has contacted the supplier to correct the issue, and will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed in file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the perfusionist opened the table line peel pouch; it tore open, and dropped on the floor. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did cause delay in surgical procedure. There was no harm to the pt.